Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked in place properly.

Event description:
A family member reported air bubbles in the customer's reservoir, which didn't appear while rewinding with the reservoir in place. It was advised to discontinue use of the reservoir and to return it for analysis and replacements. The customer's blood glucose value was 81 mg/dl. No further information was provided.